Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a nrg transseptal needle was selected for use. During an unknown procedure while trying to go transseptal, the nrg needle energized, however, it could not successfully go transseptal. No issues with the bmc generator were reported, since it was working well. The transseptal was performed using an non-boston scientific needle. No patient complications were reported. The procedure was completed successfully. The device is not expected to be returned for analysis as it was disposed.